Event description:
It was reported patient was being hospitalized for syncope and chest pain. During treatment, the physician believed the cardiomems measurements were not accurate. The patient was treated with medication and was discharged on (B)(6) 2019. Reportedly, the patient is in a clinical study and the syncope and chest pain were not related to the procedure or the device.